Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited externalized conductors. Fluoroscopy noted the externalized conductors on the right ventricular lead. Also, the right ventricular lead maintained normal function and had consistent trends for impedance, sensing, and capture threshold. No intervention was made at this time. Patient was stable.